Manufacturer narrative:
(B)(4). The analysis results found that the atw45 device was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as no cartridge was received for analysis.

Manufacturer narrative:
(B)(4). A photograph was returned for ees review. Field quality engineer reviewed the photo and provided the following summary: "the photograph showed what appeared to be a non hemostatic staple line. The staple line appeared to have some malformed staples as well as a clip on the left side. The photograph has good clarity however the focal length position of the photographic shot makes it impossible to determine the cause of the complication."

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: did the device cut? Yes. Did the device staple? Partially. Were malformed staples present after firing the device? Yes. How much blood loss? Unknown. Did the patient receive a blood transfusion? No. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? No. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? 2nd. If echelon, during which stroke did the event occur? What color cartridge was being used? White. What other color cartridges were used before and after this event? White. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Unknown. Was there any difficulty removing the device from the tissue? No.

Event description:
It was reported that during a total laparoscopic hysterectomy procedure, the staple failed across the vascular pedicle. The procedure was completed by using bipolar and other means of hemostasis. There were no adverse consequences for the patient.